Event description:
It was reported that during an ion lung biopsy procedure, bleeding was observed in the patient's lungs and a pneumothorax was identified. The targeted lesion was 1.2cm in size and located in the right middle lobe. The physician indicated that the bleeding was minimal and was cleared using a bronchoscope. The physician explained that there was some bleeding throughout the procedure which obscured his view and this is what was believed to have caused the pneumothorax. It is unclear how the pneumothorax was identified. A chest tube was not required or placed. The patient required hospitalization for 1 day and was discharged home. The patient has since recovered. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.